Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. One of the magnetic sensors read as an open circuit during electrical testing, consistent with the reported event. Further investigation revealed the gap between the gray tubing and the collet was under specifications and the green sensor wire was fractured within the 10-pin connector due to the gap being too small, consistent with the open circuit detected. This was determined to be manufacturing related. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the typical atrial flutter procedure, there was a delay due to a catheter magnetic sensor issue. The catheter was not collecting se data in navx mode and could not be visualized in voxel mode. The tactisys was replaced with no resolution. Then a magnetic sensor error in se port 1 appeared. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.